Event description:
The patient reported feeling a "zapping" sensation in their lower back at the left side, stating that the implantable neurostimulator (ins) was set to 4.0v for several weeks but all of the sudden it started zapping her out of nowhere. It was then indicated that the patient had been on this setting for 6 months, and that they have had to turn it on and off over the past 2 weeks before date notified because it hurts. The patient also got a uti on (B)(6) 2016 and her interstitial cystitis (ic) was flaring up. The ic was one of the reason they got the implant and they had the condition before the implant. The uti was also confirmed, with patient feeling burning and pain when she peed, and having to go to the emergency room as a result. The patient turned up the stimulation "a couple of notches" because of the utis, and really felt stimulation in their right side, so they turned it back down to 4.0v with a jolt still felt every once in a while. Decreasing the amplitude did not eliminate the uncomfortable stimulation. The patient is going to contact their healthcare provider (hcp) for follow up regarding the zapping. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.